Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The unit was evaluated and was found to be missing the plunger. Therefore, the reported condition was confirmed. This was due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that a foot control device "had a missing knob at the base and the pedal would not stay in place". It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.